Event description:
A supplemental report is being submitted due to completion of the investigation on 3 jun 2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot: c2204270 of echo-hd-22-ebus-p returned evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 12 mar 2025. The lab evaluation notes and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: visual inspection: device returned with stylet not fully inserted into the device. Distal end of the needle examined, and biological matter observed. Biological matter cleaned, distal end of needle examined, and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Tried to remove the stylet but unable to. Needle removed from the device, and proximal needle kink observed just below the sheath extender. The reported failure was observed. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number: c2204270 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the precautions section of the instructions for use, ifu0060 which accompanies this device instructs the user to "ensure the stylet is fully inserted when advancing the needle into the target site.¿ and "this device is intended for use with a pentax ebus scope.". There is evidence to suggest that the customer did not follow the instructions for use (ifu0060). As per update to the management of complaints procedure ((B)(4) rev005) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The use of olympus scope is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. A definitive root cause could be attributed to use error as the stylet was not fully inserted prior to advancement of needle into the target site. Additional information received in the patient/event info - notes under q.23 confirmed that the stylet was partially removed prior to advancement of needle into the target site which is considered use error under the precautions section of the instructions for use. Additionally, the use error of having the stylet partially removed led to the proximal kink and the proximal kink led to the stylet getting stuck due to which it cannot be pulled out or advanced as reported by the user. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was determined as the stylet was not fully inserted prior to advancement of needle into the target site. Out of specification: no. Specification details: n/a. Nonconforming in house: no. In house details: there is no evidence to suggest a nonconforming/defective product in house. Nonconforming in field: no. In field details: there is no evidence to suggest a nonconforming/defective product in the field. Internal contact necessary: yes. Internal contact: notes: "on (B)(6) 20205_re: (B)(6)_engineering input required_cirl_sa on (B)(6) 2025" and "on (B)(6) 2025_(B)(6)_use error notification_cirl_sa on (B)(6) 2025." Supplier contact necessary: no. Supplier contact: notes: n/a. Was complaint confirmed: yes. Confirmed explanation: complaint is confirmed based on visual and /or functional inspection. Abnormal use: no. Use related details. Use error: stylet not fully inserted during needle advancement. Confirmed, used qty 1. Root cause confirmed: yes. Confirmed, unused qty: 0. Root cause supplier related: no. Confirmed, prior to use qty: 0. Negative feedback received: no. Investigation conclusion notes: stylet. Corrective action#: n/a. Action(s) conclusion: no correction action required as the risk associated with this complaint is risk category no risk. There is no requirement to take action to reduce the risk any further because further risk reduction will not have any clinical impact. Trending will monitor if any further action is required. Action(s) taken: notes. No CAPA/scar assessment required as no definitive manufacturing issue or a definitive design issue identified during root cause analysis of this complaint. Risk file#: (B)(4) ver 17, section 25.11.3.1, side effect, risk severity (leg), risk priority#: (B)(4), risk severity scale, 1 - 6, risk severity, 1, product scope: echo-hd-22-ebus-o, echo-hd-22-ebus-p, echo-hd-25-ebus-o, echo-hd-25-ebus-p, unknown, total cases: n/a. Total affected product(s): n/a. Sales for product(s): n/a. Percent of occurrence: n/a. Current controls: probability of occurrence as a result of risk control (ind) rating of +3 may be applied as per (B)(4) ver 17, risk assessment details: failure mode: section 25.11.3, "use error situation: physician extends needle into intended biopsy site with the stylet partially removed." As per (B)(4)-rev009, "severity +1 complaints are deemed no risk while severity +2 complaints are deemed low risk to the patient or end user. Neither severity +1 nor +2 will result in a change to risk category triggering action. These complaints will be tracked & monitored through the pms & trending process to detail if further action is required." Risk assessment reviewed: yes. Rationale for no review: n/a. Risk assessment still adequate: yes. Results of the assessment: as there is no potential for harm to the patient or end-user, there is no requirement to carry out a risk/benefit analysis. Risk is deemed adequate. Risk category: iii/no risk. New risk identified: no. Increase in risk: no. Risk document update required: no. Risk assessment by: (B)(4). Risk assessment on 5/13/2025. Summary of inv findings: according to the user, stylet is stuck and cannot be pulled out or advanced the complaint reported by the user was confirmed. Stylet getting stuck was observed during the lab evaluation. The entire device was returned for evaluation. The returned device evaluation and the review of the photo(s) determined the following: device returned with stylet not fully inserted into the device. Distal end of the needle examined, and biological matter observed. Biological matter cleaned, distal end of needle examined, and no issue observed. Sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Tried to remove the stylet but unable to. Needle removed from the device, and proximal needle kink observed just below the sheath extender. The reported failure was observed. A review of the manufacturing records and/or specifications did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that the customer did not follow the instructions for use. The precautions section of the instructions for use, which accompanies this device instructs the user to "ensure the stylet is fully inserted when advancing the needle into the target site.¿ and "this device is intended for use with a pentax ebus scope.". The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. As per update to the management of complaints procedure section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The use of olympus scope is documented in the pms tracker and reviewed as part of post market surveillance. A definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. A definitive root cause could be attributed to use error as the stylet was not fully inserted prior to advancement of needle into the target site. Additional information received in the patient/event info - notes under q.23 confirmed that the stylet was partially removed prior to advancement of needle into the target site which is considered use error under the precautions section of the instructions for use. Additionally, the use error of having the stylet partially removed led to the proximal kink and the proximal kink led to the stylet getting stuck due to which it cannot be pulled out or advanced as reported by the user. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the stylet stuck, and cannot be pulled out or advanced. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? No information provided 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No information provided 5. If the device is a procore needle, is the device damage located at the notch / core trap? No information provided if no, please specify where the damage is located: procore, 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Bronchi. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r,2l,4r,ao,ar,11ri,11s- 7. Please describe the size of the intended target site. No information provided. 8. If not with the device in question, how was the procedure performed and/or finished? Changed to another deivce. 9. Was the device used in a tortuous position? No information provided. 10. Are images of the device or procedure available? No information provided. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus olympus. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? No information provided. 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? Yes 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 2 2. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No information provided 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No information provided. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No information provided. Procore 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No information provided. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus.